Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. No data were provided for the level 3 qc. The alarm trace showed no relevant alarms on the event date. The investigation determined that discrepancies may occur when comparing elecsys hiv combi pt and elecsys hiv duo because their reagent formulations differ slightly. The investigation determined that the specificity of the elecsys hiv combi pt is less than 100%; therefore, single false-reactive results may occur. Product labeling states: "interpretation of the results: all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies." "Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.

Event description:
The initial reporter received questionable positive elecsys hiv combi pt results from one patient sample tested on the cobas e 411 analyzer (rack system). On (B)(6) 2026: the elecsys hiv combi pt results from the analyzer were 1.40 coi, 1.47 coi, and 1.50 coi. The final result was 1.50 coi (reactive). On (B)(6) 2026: the elecsys hiv combi pt result from the analyzer was 1.62 coi (reactive). The immunoblot result was "negative". On (B)(6) 2026: the elecsys hiv duo result from a cobas e 801 analyzer was 0.201 (non-reactive).